Event description:
Posterior lumbar fusion surgery was performed 04. Pt subsequently complained of back pain, and x-rays showed that 6 of the set screws which anchor the rod had loosened and backed out. Revision surgery was performed five weeks later; the set screws and rods were removed and replaced, but the multi-axial screws remained in place.